Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the a loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed due to zero voltage. A review of the share logs could not be performed due to no data available. Confirmation of the allegation and root cause could not be determined. No injury or medical intervention was reported.